Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (right hip).

Event description:
Litigation papers allege the patient has recently undergone a blood test for chromium and cobalt levels which revealed elevated chromium and cobalt levels in her blood and has pain and discomfort in her right hip. It is further alleged that the patient has entered into a course of monitoring of the hip which may result in a determination that the right hip will need to be replaced in the near future.

Manufacturer narrative:
Depuy still considers this investigation closed.